Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot. Upon functional testing, the fse found that the host pc was not booting. To resolve the reported issue, the fse reseated all host pc connections, and restarted the system. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.